Event description:
Pt had surgery on (B)(6) 2012 for herniated disc due to a mva. Pt states that she started to have severe pain, neck , spine, shoulders and head, dysphagia and numbness in her head, lips, and arms. Pt doctor said she needed pain management. Pain management states pt is "too complicated".pt states she wants the product removed but does know who to contact. Pt says 2 medtronic reps were present during surgery.